Event description:
During a follow up call to the patient, the caregiver indicated the home patient (hp) was at the hospital for peritonitis and had returned home that day. Per nurse, the hp was diagnosed with bacterial peritonitis on (B)(6) 2010 and admitted to the hospital on (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis, however, the nurse added that hp did have an abdominal wound at the time and had gone to the wound clinic for that. The pd effluent was analyzed on (B)(6) 2010. The pd effluent culture revealed (B)(6). Per nurse, the cause of peritonitis was unknown. The nurse stated that the hp was treated with unknown antibiotics. The hp recovered from the event of peritonitis and was discharged on (B)(6) 2010. Per nurse, peritonitis was not related to any of the baxter pd solutions or devices. The nurse further added that the exact cause was unknown, however, the peritonitis was possibly related to a contamination from hp's abdominal wound.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore no evaluation was performed.